Manufacturer narrative:
The device was returned for analysis. During product analysis a known good guidewire was successfully inserted, with no unusual resistance felt. The device was received without any particular issue, no issues related to the tip bond. The no problem detected code was selected for the reported allegations of guidewire stuck and detachment of device or device component. The allegations were not confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter was prepared, and the guidewire moved freely within the catheter on the back table. The catheter was inserted into the left atrium, ablations performed on the left pulmonary veins, and as the physician attempted to find the right superior pulmonary vein, the guidewire became stuck in the catheter. The device tip was not against tissue at this point. The catheter was withdrawn and removed from the patient. It was discovered that the guidewire separated and uncoiled within the guidewire lumen. The physician attempted to let out more wire, but no guidewire movement occurred during troubleshooting. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter was prepared, and the guidewire moved freely within the catheter on the back table. The catheter was inserted into the left atrium, ablations performed on the left pulmonary veins, and as the physician attempted to find the right superior pulmonary vein, the guidewire became stuck in the catheter. The device tip was not against tissue at this point. The catheter was withdrawn and removed from the patient. It was discovered that the guidewire separated and uncoiled within the guidewire lumen. The physician attempted to let out more wire, but no guidewire movement occurred during troubleshooting. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.